Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of recurrent deep vein thrombosis who failed anticoagulation therapy was scheduled for inferior vena cava (ivc) filter placement. The right femoral vein was accessed and a venogram was performed which measured the maximum diameter of the ivc at 2.2 cm. The filter delivery system was advanced and the filter was deployed at the level of l2-l3. The delivery system was removed and hemostasis was achieved. There were no immediate complications. Approximately four years three months post filter deployment, the patient was off anticoagulation and requested to have the ivc filter removed. The internal jugular vein and common femoral vein were accessed and a catheter and glidewire were advanced through jugular access and passed the head of the tilted ivc filter. A retrieval cone system was used to attempt to grasp the filter and withdraw into the sheath; however, this was unsuccessful as the head of the filter was embedded into the wall of the ivc. Laparoscopic graspers were advanced through femoral access to the inferior portion of the filter. Attempts to grasp the filter from below to straighten out the head of the filter and dislodge it from the ivc were also unsuccessful. An angioplasty balloon was then advanced between the filter and the caval wall and inflated which re-adjusted the filter. The retrieval cone system and laparoscopic graspers were used again in another attempt to grasp the filter; however, the filter was unable to be dislodged. The laparoscopic graspers were advanced through jugular access in an attempt to bluntly dissect the tip of the ivc filter away from the caval wall which was also unsuccessful. It was determined it was in the patient¿s best interest to discontinue the procedure. All wires and catheters were removed. A final venacavogram was performed from the femoral access which demonstrated no extravasation and no thrombus. No detachments of the ivc filter were noted. Both sheaths were removed and hemostasis was achieved. The patient tolerated the procedure well and was taken to recovery in good condition. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned and images were not provided for review. However, medical records were provided and reviewed. Approximately four years and three months post filter deployment, during a scheduled retrieval procedure, a catheter and glidewire were advanced through jugular access and passed the head of the tilted ivc filter. A retrieval cone system was used to attempt to grasp the filter and withdraw into the sheath; however, this was unsuccessful as the head of the filter was embedded into the wall of the ivc. Laparoscopic graspers were advanced through femoral access to the inferior portion of the filter. Attempts to grasp the filter from below to straighten out the head of the filter and dislodge it from the ivc were also unsuccessful. An angioplasty balloon was then advanced between the filter and the caval wall and inflated which re-adjusted the filter. The retrieval cone system and laparoscopic graspers were used again in another attempt to grasp the filter; however, the filter was unable to be dislodged. The laparoscopic graspers were advanced through jugular access in an attempt to bluntly dissect the tip of the ivc filter away from the caval wall which was also unsuccessful. Therefore, based on the provided medical records the investigation is confirmed for a tilted filter and retrieval difficulties. Per the provided information, an snf filter was deployed. Snf filters were designed to be permanently implanted. Therefore, removal of the device would be difficult. However, the root cause of unknown for the filter tilt. Labeling review: the current IFU (instructions for use) states: migration of the filter. This may be caused by placement in oversized venae cavae greater than 28mm, or large migrating thrombus dislodging the filter from its deployed position.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment, allegedly the filter tilted, embedded in the caval wall, and was unable to be retrieved. The patient alleged to experience lower back pain due to the filter. Based on a review of medical records received, the filter tilted and multiple devices were used in an attempt to retrieve the filter, but were unsuccessful. The decision was made to discontinue the procedure. The patient was transferred in good condition.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of recurrent deep vein thrombosis who failed anticoagulation therapy was scheduled for inferior vena cava (ivc) filter placement. The right femoral vein was accessed and a venogram was performed which measured the maximum diameter of the ivc at 2.2 cm. The filter delivery system was advanced and the filter was deployed at the level of l2-l3. The delivery system was removed and hemostasis was achieved. There were no immediate complications. Approximately four years three months post filter deployment, the patient was off anticoagulation and requested to have the ivc filter removed. The internal jugular vein and common femoral vein were accessed and a catheter and glidewire were advanced through jugular access and passed the head of the tilted ivc filter. A retrieval cone system was used to attempt to grasp the filter and withdraw into the sheath; however, this was unsuccessful as the head of the filter was embedded into the wall of the ivc. Laparoscopic graspers were advanced through femoral access to the inferior portion of the filter. Attempts to grasp the filter from below to straighten out the head of the filter and dislodge it from the ivc were also unsuccessful. An angioplasty balloon was then advanced between the filter and the caval wall and inflated which re-adjusted the filter. The retrieval cone system and laparoscopic graspers were used again in another attempt to grasp the filter; however, the filter was unable to be dislodged. The laparoscopic graspers were advanced through jugular access in an attempt to bluntly dissect the tip of the ivc filter away from the caval wall which was also unsuccessful. It was determined it was in the patient¿s best interest to discontinue the procedure. All wires and catheters were removed. A final venacavogram was performed from the femoral access which demonstrated no extravasation and no thrombus. No detachments of the ivc filter were noted. Both sheaths were removed and hemostasis was achieved. The patient tolerated the procedure well and was taken to recovery in good condition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment, allegedly the filter tilted, embedded in the caval wall, and was unable to be retrieved. The patient alleged to experience lower back pain due to the filter. Based on a review of medical records received, the filter tilted and multiple devices were used in an attempt to retrieve the filter, but were unsuccessful. The decision was made to discontinue the procedure. The patient was transferred in good condition.